Event description:
It was reported that during procedure, as the doctor finished with the femoral condyle, then proceed with the tibia. Half way through the tibia preparation, it was noticed smoke coming from the anspach drill. Seconds later, the device would not work anymore. The drill was removed and replaced. Procedure was completed with no further issues.

Manufacturer narrative:
Additional narrative: the device was intended for use in treatment and it was reported that the drill is smoking. The DHR could not be reviewed and it was not confirmed if the product met manufacturing specifications. A complaint history found similar reports, this issue will continue to be monitored. This is an identified failure mode within the risk assessment. The surgical system user's manual released at the time of the complaint (pn 500054 rev a) provides instructions for drill usage and troubleshooting. We could confirm there was a relationship established between the reported event and the device. The device was returned for initial investigation to OEM. The returned device was evaluated, and the reported problem was not confirmed directly, however, the second part of the complaint that the device then would no longer function was confirmed. The reason that the device shows an e6 error and then shuts down is a safety precaution of the software. A visual and functional assessment was performed and found that the unit ran at 70,000 rpm in reverse, was heating up and the console displayed an e6 error and shut down. The unit having low rpm's, heating up and the e6 error and shutting down are all due to the motor going bad and is indicative of an overheated motor thus confirming the complaint for smoke indirectly. This type of damage is not indicative of normal wear & tear but is caused by user error.